Event description:
It was reported that customer¿s pump displayed malfunction code 14-0x2054 that could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer, an 18-year-old man using novorapid insulin, was informed that pump needed replacement and was provided a replacement pump, and technical support confirmed shipping details while arranging for continued insulin delivery with replacement device; no additional information was received regarding return of problematic pump or any further outcome.